Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the patient's programming history on (B)(6) 2013 it was discovered that on (B)(6) 2011 a system diagnostics test was performed which changed the patient's settings. Some of the settings were corrected afterwards but then a second faulted system diagnostics test occurred which changed the patient's settings again. This time there was no final interrogation. It was not until the patient's next visit on (B)(6) 2011 that the settings were partially corrected. On (B)(6) 2012 the patient's settings were completely corrected. No patient adverse events were reported to have occurred due to these settings changes.